Event description:
The following has been reported: biomed reported: service needed. Waiting for biomed to confirm if no patient harm and that issue did not stop active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av assembly) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Pump has not yet been located for evaluation. Av assembly failures are being tracked monthly; there has been no sign of an increased trend. If this unit is located, the complaint will be re-opened and decontamination, investigation, and repair will all be performed according to fk standard processes.